Event description:
During a "code blue" due to spontaneous ventricular tachycardia, the defibrillator failed to synchronize for cardioversion. The defibrillator was connected to a hewlett packard hardware monitor. The patient was in ventricular tachycardia at the time. While another defibrillator was obtained, the patient progressed to ventricular fibrillation and was then successfully defibrillated. The patient was later transferred to a tertiary care center for further treatment of recurrent ventricular tachycardia. The defibrillator was evaluated; source of problem was isolated to the beeper/synch board. The defibrillator was removed from the patient care area and transferred to offsiste storagedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: component failure, telemetry failure, none or unknown, integrated circuit board. Conclusion: device failure occurred and was related to event, device failure indirectly contributed to event, software/firmware contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.